Manufacturer narrative:
Complaint conclusion: after deployment of the enterprise vrd when withdrawing the delivery wire the delivery wire separated. No attempt was made to retrieve the wire with report that there was no effect to the blood flow and no change in the patient¿s neurological status. It was reported that when the enterprise vrd was released (deployed) it was noted under x-ray that the position marker of the delivery wire did not withdraw when the delivery system was withdrawn. When checked, the section of the delivery wire with the position marker was broken and remained in the patient. It was reported that the delivery wire was not reshaped prior to use and there was no resistance during introduction of the enterprise through the unknown microcatheter. The delivery wire did not prolapse/get entrapped by the stent as it was deployed. After the stent was deployed the microcatheter was advanced forward through the deployed stent prior to withdrawing the delivery wire through the microcatheter. There was no resistance during withdrawal of the delivery wire and the wire was not torqued against resistance. It was also indicated that interaction with the stent or any other device did not appear to have contributed to the separation. The delivery wire did not become caught or fixed prior to the event. In response to investigational follow-up no target site information or vessel characteristics was provided and it was indicated that there are no procedural cd/images are available for review. The proximal end of the delivery wire was discarded and is not available for analysis. Based on the reported information and without the return of the proximal end of the delivery wire or procedural films pertaining to the event, no conclusion can be made regarding the root cause of the event or possible contributing factors. (B)(4) reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10158951. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(4) internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at (B)(4) and was determined to be acceptable. Therefore, no corrective actions will be taken at this time.

Event description:
When the physician released the stent ((B)(4)), the position mark of delivery wire did not withdraw with the delivery system under x-ray. Checked with this, the section of position mark on delivery system was broken and remained in body of patient. The enterprise delivery wire was not reshaped prior to use. There was resistance/friction during introduction of the enterprise through the mc (unknown). The delivery wire did not get prolapsed/get entrapped by the stent as it was deployed. The separation occurred during the withdrawal from the patient. No resistance during the withdrawal. The specific cause was not related to the interaction with the stent or any other device that may have contributed to the event. After the deployment, the mc was advanced forward through the deployed stent prior to withdrawing the delivery wire through a stent. The delivery wire was left in place during coiling and then withdrawn through the deployed stent without first advancing a mc through the stent. No attempt was made to retrieve the separated portion of delivery wire. Wire did not get fixed or caught at the time of advancement/withdrawal. There was no torquing of wire against the resistance. The patient is fine. There was no change in patient's neuro status due to the event. No effect on blood flow noted.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Cc & evaluation codes updated based on analysis of returned device: after deployment of the enterprise vrd when withdrawing the delivery wire the delivery wire separated. No attempt was made to retrieve the wire with report that there was no effect to the blood flow and no change in the patient¿s neurological status. It was reported that when the enterprise vrd was released (deployed) it was noted under x-ray that the position marker of the delivery wire did not withdraw when the delivery system was withdrawn. When checked, the section of the delivery wire with the position marker was broken and remained in the patient. It was reported that the delivery wire was not reshaped prior to use and there was no resistance during introduction of the enterprise through the unknown microcatheter. The delivery wire did not prolapse/get entrapped by the stent as it was deployed. After the stent was deployed the microcatheter was advanced forward through the deployed stent prior to withdrawing the delivery wire through the microcatheter. There was no resistance during withdrawal of the delivery wire and the wire was not torqued against resistance. It was also indicated that interaction with the stent or any other device did not appear to have contributed to the separation. The delivery wire did not become caught or fixed prior to the event. In response to investigational follow-up no target site information or vessel characteristics was provided and it was indicated that there are no procedural cd/images are available for review. It was initially indicated that the proximal end of the delivery wire was discarded and not available for analysis; however, the delivery wire was then returned for analysis. A non-sterile enterprise and delivery wire and prowler select plus microcatheter (mc) were received coiled inside of a plastic bag. The enterprise delivery wire was received stuck in the mc. The hub was inspected and no visual damage was found. The introducer tube was not received. The mc was inspected and no damaged was observed. Some waves were noted on the device; however these appear to occur during the handling of the unit when it was returned for evaluation. A radial cut was made on the mc at 35cm from the distal end of the mc in order to get the enterprise delivery wire out of the mc. After removed the enterprise from the mc, dried saline solution was noted on the delivery wire. A fracture on the delivery wire at 100cm from the proximal end was also noted. The enterprise stent and the distal end were not returned. Sem analysis of the enterprise delivery wire showed that the core wire fracture surfaces presented evidence of ductile dimples. Stretching and/or pulling could be related to these surface characteristics; however the exact cause of the separation could not be conclusively determined. Cutting was discarded as a root cause since no characteristics typical of this failure mode were observed. (B)(6) reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10158951. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(6) internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at (B)(6) and was determined to be acceptable. The reported enterprise delivery wire separation was confirmed based on the received condition of the device. There was no report of resistance/friction or inability to withdraw the proximal end of the delivery wire. Based on the analysis it appears that post procedural drying of the saline within the mc was the cause of the withdrawal difficulty during functional analysis. Based on the reported information and without procedural films no conclusion can be made regarding the root cause of the enterprise delivery wire separation or possible contributing factors. However, based on the analysis, the sem results showed that the core wire fracture surfaces presented evidence of ductile dimples. Stretching and/or pulling could be related to these surface characteristics; however the exact cause of the separation could not be conclusively determined. Cutting was discarded as a root cause since no characteristics typical of this failure mode were observed. The device did not present with any indication of manufacturing defect or anomaly contributing to the reported event. Neither the DHR review nor the product analysis suggests a relationship of the event to the manufacturing process. Procedural factors may have contributed; however a definitive root cause cannot be determined. Therefore no actions will be taken at this time.